Event description:
Customer reported via phone call to have received a radio frequency failed self test. Customer reports that blood glucose could not transmit to insulin pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radio frequency board. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.